Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube filled only 2/3 full during use, and the flow stopped when the tube was attached to the butterfly tubing. This complaint was created to capture the 3rd of 7 related incidents. The following information was provided by the initial reporter: "it has come to our attention that one of our sites is having substantial problems with the soft draw tubes. They are reporting underfilling (only 2/3 full) including the green and lavender. This is mostly a problem when using a butterfly. The site confirmed that they are using the clear discard tube to clear the butterfly tubing first and then the flow stops once the soft draw tubes are attached."

Manufacturer narrative:
H.6. Bd received samples from the customer facility for investigation. The samples were evaluated/testing and the customer's indicated failure mode for underfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA#260774. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube filled only 2/3 full during use, and the flow stopped when the tube was attached to the butterfly tubing. This complaint was created to capture the 3rd of 7 related incidents. The following information was provided by the initial reporter: "it has come to our attention that one of our sites is having substantial problems with the soft draw tubes. They are reporting underfilling (only 2/3 full) including the green and lavender. This is mostly a problem when using a butterfly. The site confirmed that they are using the clear discard tube to clear the butterfly tubing first and then the flow stops once the soft draw tubes are attached."